Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of a 7x40 precise pro rx stent system was found to be damaged and the stent was exposed from the delivery system when the package was opened. There was no reported patient injury. The device was returned for evaluation.

Event description:
Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was returned for evaluation.

Manufacturer narrative:
As reported, the stent of a 7x40 precise pro rx stent system was found to be damaged and the stent was exposed from the delivery system when the package was opened. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile unit of the precise pro rx ous carotid system was received for analysis, coiled inside a clear plastic bag. The device was unpacked and thoroughly inspected. Visual inspection revealed the stent was prematurely deployed by approximately 2 cm, but no damages were observed. The hemostasis valve was tightly closed. Stroke length, usable length, and l2 length were measured and found within specification. The device¿s functionality was tested by unlocking the hemostasis valve and retracting the outer sheath while stabilizing the inner shaft. The push rod moved toward the distal tip as expected, and the stent deployed and expanded normally without damage or anomalies. The analysis confirmed that premature stent deployment was present, but all dimensional parameters were within specification and functional testing confirmed normal operation. The reported "stent delivery system (sds) deployment difficulty-premature/during prep" was observed as the device was received with the stent partially deployed. However, the exact cause cannot be determined. Measurements of the stroke length and usable length, along with dimensional analysis, were found to be within specification. Additionally, a functional analysis was conducted, during which the stent was deployed and expanded normally, showing no damage or anomalies. Therefore, based on the information available for review it is difficult to determine the root cause for the event, it is likely that user handling factors during preparation contributed to the issue, as no anomalies were observed on the device itself only a kink that was not reported in the event description and may have occurred during shipping. According to the instructions for use, which is not intended to mitigate risk, "extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed." The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.